Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown treatment procedure on (B)(6) 2018 and suture was used. The thread ruptured on the needle cord. No further information may be obtained. No patient consequences reported.